Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿sheathless implantation of permanent coronary sinus-lv pacing leads.¿ pace 2006; 29:117¿123.

Event description:
A journal article was reviewed that contained information regarding implantable left ventricular (lv) leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The article indicated that there were two (2) cases of coronary sinus (cs) dissection which resulted in perforation and cardiac tamponade. These two cases required ¿urgent¿ pericardiocentesis. The author indicated that this was a result of ¿trauma¿ from a long cs guide sheath. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.